Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and received the replacement recharger but they were still having issues charging the implant and got the replace controller batteries message. Agent reviewed information. Patient did not have their controller and recharger during the call. Patient would call back to continue troubleshooting. Patient called their representative about the issue last week. Patient called back with equipment. Patient checked controller port and battery compartment but didn't see any damage. Patient cleaned connections and confirmed via serial they were using the replacement recharger. Patient said the message would come up after about 15 minutes of charging and they would have to keep starting charging again. Patient said it would take a couple hours to just charge up 40%. A request was sent to repair to replace the controller.

Event description:
Information was received from a manufacturer's representative regarding an external device. The reason for call was representative reported that the recharger paddle is heating up and stopping the charge when the implant gets to 40%. The issue has been going on for about a year. Representative said patient has to fidget with the paddle to charge the implant. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the device. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.